Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the device that was opened did not have the right sized ports for the leads that were implanted in 2003. A new device was opened and used. No patient complications were reported as a result of this event.